Manufacturer narrative:
(B)(4). Attempts have been made to confirm the serial number and the repair results of the ventilator with no response from the customer.

Event description:
Report received that the ventilator was inoperable while in use on a patient. The patient was manually ventilated. The patient was not harmed as a result of the event.